Manufacturer narrative:
Device was not returned and no photos were received; therefore, condition of the device is unknown. The lot number of the product is unknown; therefore, the device history records and complaint history could not be reviewed. The reported device is used for treatment. A definitive root cause could not be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a surgeon plans to revise patients due to symptoms related to alval/metallosis/corrosion.